Event description:
It was reported that during the procedure after the t1 was deployed, the t2 deployed simultaneously. Both ts were removed and a backup device was available for use.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of simultaneous deployment as both ts remain on the inserter. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. As a result of the test each t deployed without issue. Device was not returned in the condition of the reported complaint. No problem found. Further investigation is not warranted at this time. Credit has been issued as a customer courtesy.